Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of being unable to prime lipids IV lines past the filter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10010453 because a lot number was not provided by the customer. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 5 gem 20dp v/nv ntg 1.2mf 1ss dehp free were clogged. The following information was provided by the initial reporter: unable to prime lipids IV lines past the filter. 5 lines used before we were able to run the lipids required with the tpn. Level of harm: no apparent harm - reached patient/person, inconvenient.